Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 70% stenosed lesion being treated was located in the non-calcified, non-tortuous mid third of the right coronary artery (rca). When the physician attempted to pass the 2.50x20mm liberte bare metal stent over the wire, he noticed the proximal portion of the stent was 'lightly open'. The procedure was completed with another stent. No pt complications were reported. Pt status reported as "stable".